Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a drop in pump flow during use of the device. Troubleshooting attempts were made to resolve the issue, to no avail. The pump was removed and a thrombus was found in the cannula.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was returned for evaluation. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. Data logs show a spike in motor current and active suction alarm, followed by low pump flow during the start of the case. The root cause of low flow was most likely biomaterial ingestion as the thrombus was visible when pump was removed. The instructions for use states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added- d9 device return date, h6 impact code 4628 d4-updated model number.